Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/08/2010 and 02/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 02/10/2010. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a pt with myopic surprises following bilateral intraocular lens (iol) implant surgeries. Pt records were requested and received and indicated the pt reported seeing rings around head lights on cars in the daytime. Additionally, the records indicated the pt reported a decrease in visual acuity. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.